Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k132259, k132692, k151291, k152870, k160161 d4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were an unspecified number of false positive results. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positives when using kit flu a+b 30 test physician veritor (material#: 256045), batch number 2346419. The customer reported that they were receiving positive results with patient samples using the veritor analyzer. They then performed the confirmatory test with bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088). Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as the batch number provided was not valid. No photos or return samples were received, therefore return testing was not performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were an unspecified number of false positive results. No patient impact reported.